Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "we started using the abbott libre 3 glucose monitor earlier this year and have bought 8 sensors during the year. Sensors 1-4 behaved as expected and matched finger-prick results. Sensor 5 gave off low glucose alarms which were not matched by finger-prick. Sensor 6 continues the low-glucose alarm problem with glucose readings 20-30 points below finger-prick. There is a recall website, but our serial numbers are not on that site. We believe that our batch should also be recalled. The libre 3 contact mechanism is overwhelmed with 1 hour holds and hangup, so we haven't been able to connect with them. We are seeking replacement for the 4 units in question." Adc customer service successfully contacted the customer, however, no further information pertinent to the case was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (DHR¿s) for the product was reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This reports covers 2 of 4 MDR's submitted all pertinent information available to abbott diabetes care has been submitted.